Event description:
It was reported to manufacturer that the vns patient presented at the treating physician office with hoarseness. The patient was seen by an ent and was diagnosed with left vocal cord damage. The device was disabled per the ent's recommendation and the hoarseness has improved. Good faith attempts to obtain additional information have been made but have been unsuccessful to date.